Manufacturer narrative:
Investigation summary: the complaint alleges the slideprep instrument (catalog number 491346 and serial number (B)(6)) had contamination. Customer reported possible cross contamination, customer could not confirm whether there was cross contamination on any slides. They had not reviewed the slides to determine whether another patient's cells were dispensed on the wrong slide. The customer will address any contamination of future slides in another complaint. The instrument was turned back over to the customer for normal use. This complaint is not a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.

Event description:
It was reported while using bd totalys slideprep, potential cross-contamination of patient samples was seen in the sample slides from the instrument. The customer reported that an unknown number of slides from the instrument had drops of specimen on them but could not confirm if it was another patient's specimen. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd totalys slideprep, potential cross-contamination of patient samples was seen in the sample slides from the instrument. The customer reported that an unknown number of slides from the instrument had drops of specimen on them but could not confirm if it was another patient's specimen. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.